Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a manual injection to address their bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer will continue to use the current pump for insulin therapy.